Event description:
Revision surgery - dr removed glenoshpere and converted to a stryker glenosphere 36. Also implanted 36 poly djo. All djo implants were revised except the stem and cement restrictor.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00740; 508-32-204, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.